Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that  the patient stated that their implanted device keeps giving them a zapping feeling in their rectum and it is uncomfortable and painful. No further complications were reported at this time.